Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a single day infusor had no flow. The device contained 48 ml of pain medication in glucosaline. However, after two days, the device did not flow. The device contained 24 ml of medication after removal from the patient. The patient experienced pain, however there was no report of injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). This lot was manufactured from october 28, 2014 ¿ october 29, 2014. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was filled with solution and flow was observed from the distal luer until the device was empty. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.